Manufacturer narrative:
The device is not available for evaluation; however, a lot number has been provided. A device history lot review is pending. E1 initial reporter phone number: (B)(6).

Event description:
The event involved a connector tego¿ where it was reported that the patient received dialysis therapy through a tunneled central venous catheter in the right jugular, covered with a dressing. No signs of infection were observed, there was no bleeding, and the skin of the patient was intact. The area was cleaned and covered with a dressing, and the patient was connected to the extracorporeal circuit according to protocol. Elevated venous pressures of 500 mmhg were observed. Return and resistance were noted during the infusion of the venous line. Resistance was detected in the tego during the syringe placement, the tego was replaced, and venous pressures returned to normal, considering a possible damage to the product. The event occurred during hemodialysis treatment. There was no patient harm or death, and there was no blood loss or medical intervention.

Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. However, the complaint can be confirmed based on the device and complaint information. The probable cause of the increased pressure is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. Corrective and preventative actions are in process. Lot history review was conducted and no nonconformities were found that would have led to the reported complaint.